Event description:
It was reported that during a pta treatment procedure, the sasuga balloon ruptured at 10 atms on the first inflation. The patient was asymptomatic during this event. The lesion being treated was a calcified, 95% stenotic lesion in a shunt in the left in the left radial artery. The physician used a 4 fr mosquito introducer sheath for vascular access, and a .014 transcend guide wire to cross the lesion. The sasuga balloon was removed and replaced with a pb 4 mm balloon to successful complete the procedure. No patient injuries or complications were reported. Patient status is reported as `good'.